Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer was giving a bolus and received the alarm, he tried rewinding and delivering again and alarm is recurring. The device was not exposed to a magnetic field. Customer was not using the sensor feature. Customer is able to complete the rewind sequence. Blood glucose value was 266 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.